Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The drive support disk was inspected and no anomaly was noted. The battery cap functioning properly noted. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The customer had damage at the battery cap. The customer's blood glucose level at the time of incident was unknown. The customer's blood glucose level had been in the 400mg/dl. The customer treated the highs with manual injections. The customer was advised the pump would be replaced and returned for analysis.